Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa4203vf intraocular lens. The lens ejected from the cartridge in an uncontrolled manner and tore the capsular bag. The lens was removed and a vitrectomy was performed. The pt is doing fine.